Event description:
The facility's purchasing agent reported an infusion pump with failure code 812:02. It is not known if the pump was hooked up to a patient at the time it went into the failure code. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, medication involved or the set up of the infusion device. No adverse outcome resulted.